Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 603 mg/dl. The customer stated she had chest pains that would not go away the day before, and her husband called 911. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct time and date programming. The insulin pump passed the prime and high pressure tests. The customer stated that she would feel more comfortable having the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.